Event description:
Related manufacturer reference number:2017865-2021-35996. New information indicates that oversensing and telemetry issues were noted on the implantable cardioverter defibrillator. No changes or intervention was reported. The patient condition was stable.

Event description:
It was reported that oversensing was noted on the right ventricular lead. No changes or intervention was reported. The patient condition was unknown.